Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. One (1) 8fr angio seal device was returned to terumo medical corporation for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt)/failure mode and effects analysis (fmea).

Event description:
The user facility reported that after an intervention on the right lower extremity the 8f angio-seal was attempted on the left common femoral artery (cfa). The doctor deployed the angio-seal however, when he pulled back the whole device came out (angio-seal and sheath). He stated that the footplate/anchor did not come out. After holding pressure, the patient left the room in stable condition and was discharged the same day with no complications. The estimated blood loss was less than 250cc. There was no patient injury. Additional information was received on 27feb2025: they believe the footplate/anchor is still in the angio-seal sheath. The footplate never exited the sheath, therefore is not within the patient. They did not check the device. The angio-seal device and sheath are still connected to each other. A 7fr procedure sheath was used. There were no difficulties with the access. An angiogram was performed prior to closure.